Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was noted on the right ventricular (rv) lead on stored episodes. Reprogramming has been scheduled. The lead remains in use. No patient complications have been reported as a result of this event.